Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the high bg was due the customer turning on the pump's control iq software sleep mode function, causing the pump to not deliver automatic correction boluses. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.